Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient is experiencing sharp pain in his hip joint. Patient is reporting no swelling.